Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open low anterior resection surgery, it was difficult to attach the anvil, it was difficult to remove from the cavity, and it was disengaged and fell into the patient's cavity. It was manually retrieved. Replaced by a new device to complete the case. The procedure was extended for more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.